Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 59-year-old female patient, the device displayed a "self check fault" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported condition was observed in the device log but could not be duplicated. Internal inspection found no abnormalities. Stress and troubleshoot testing with a known good test setup was unsuccessful. The o2 valve was replaced as a precaution. The device passed all testng, was recertified and returned to the customer. No trend associated with similar reports.